Event description:
A foreign particle was observed in the sterile packaging for the device, a condition which indicated potential bio-contamination and the risk of patient infection. A spare device was used and the procedure was completed successfully with no surgical delay. There were no medical interventions or adverse consequences.

Manufacturer narrative:
This record is being submitted because the product evaluation is complete.

Event description:
A foreign particle was observed in the sterile packaging for the device, a condition which indicated potential bio-contamination and the risk of patient infection. A spare device was used and the procedure was completed successfully with no surgical delay. There were no medical interventions or adverse consequences.